Manufacturer narrative:
(B)(4): the customer reported that a monitor may have fallen down. No pt harm was reported. The display was obviously failing showing only black lines on a white background. While the display failure was obvious and not a health risk, an unexpected fall of a monitor may be a health risk. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor may have fallen down.